Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual observation revealed the distal end of the inserter shaft was bent causing the eyelet on the anchor to break. Therefore, the reported condition was confirmed. It was determined that this failure was consistent with anchor being inserted into hard bone. IFU indicates using an awl while inserting into hard bone. No additional information could be obtained from a follow up with the customer. A batch record review was conducted to determine if there were any internal processing issues that would have contributed to the nature of the product complaint. Our results indicated that this batch of product was processed without incident; therefore, there was no internally assignable cause for the reported problem. Furthermore, a review into the mitek complaints system revealed one other complaint for this lot that were released to distribution. We believe that this issue was not systemic to design or process; and attributed this failure to procedural technique. At this point in time, no corrective action is required and no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions

Event description:
It was reported that during an unspecified surgical procedure, it was observed that one of the versalok peek anchor device broke upon insertion. According to the report, the device was removed and another anchor was inserted to complete the procedure with no patient consequences. It was further reported that all broken pieces were removed. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.